Event description:
User reports water is overfilling the main water tank, and is leaking onto the floor in front of the instrument. The operator was not harmed, and no patient samples were involved. The field service representative determined the cause to be a problem with the operation of the input water supply valve, and removed, cleaned and re-installed water supply valve. Also noted he lifted float assembly. Performance tests performed and within specification.